Manufacturer narrative:
(B)(4). Batch # m54f9z. Corrected data: manufacture date: 07/10/2015. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the doctor commented that the tissue of the rectum might have become quite stiff because time had passed since the patient had had a hartmann's operation previously. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What confirmation was received that the device was fully fired? Where within the gap setting scale was the orange indicator prior to firing? Did the device staple? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Was the cut line fully circumferential around the target tissue? Did the device cut? If the device fully cut, were all tissue layers present in both donuts when inspected? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Was the anvil removed from the patient?

Event description:
It was reported that during an open anterior resection, the device could not be removed though the firing between the colon and the rectum was completed. Eventually, the anvil was removed in the intestinal tract since the anastomosed site began tearing off while trying to remove the device from the patient. Then, additional suture was performed to complete the case. There were no adverse consequences to the patient.